Manufacturer narrative:
The reported event was confirmed as supplier related. The reported failure was able to be reproduced. The product was used for urological care. Evaluation found bent at the tip of the returned guidewire. It was confirmed that this was supplier related. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. A review of the device labeling have been conducted for investigation purpose. "[Warnings] 1. Method for use (1) when using the multi length type stent , it should be avoided in the following 1) if you measure the length of patient's ureter and confirm that excessive coil part would be appear , consider using other stent which has different shape of tip and length . Ureteral stent s with excessive coil parts have risks of knot formation at the tip of renal pelvis side during placement or removal. 1) 2) if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. (2) ureteroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care. [Contraindications] 1. Method for use (1) do not reuse. (2) do not resterilize 2. Applicable patients do not use for the woman who is pregnant or may become pregnant. [To avoid radiation exposure on pre born baby from x ray.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the tip of the end access on the ureteral stent was found to bend when the package was opened. Per follow up with the ibc via email on 24feb2021, the tip seems to be bent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the end access on the ureteral stent was found to bend when the package was opened. Per follow up with the ibc via email on 24feb2021, the tip seems to be bent.